Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient had hypoglycemia due to some of the result segments missing on the display screen of the performa meter. The patient passed out and the fire department provided medical treatment. The patient was treated with sugar. The patient was not taken to the hospital. The results from the fire department are unknown. The device results and timeframes were not provided. Return of the suspect device was requested for evaluation.